Event description:
It was reported that a patient presented with competitive atrial pacing resulting in a minor arrythmia induced and fatigue. Corrective programming changes were made. No further adverse patient consequences were reported.